Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative was able to replicate the reported issue. The entire system was deinstalled to address the issue. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. A relevant complaint was found and reviewed as part of this investigation. The complaint was reported for a ¿power off issues¿ and was thus determined to be relevant to this investigation. The root cause of the reported event is attributed to nonconformance of the unity system. However, it remains inconclusive which component(s) contributed to the reported event. Manufacture will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that during surgery ophthalmic console turned off. The procedure details and patient impact were not reported. Additional information has been requested, but none received to date.